Event description:
The company was informed by the pt's surgeon that the pt was hospitalized for intravenous antibiotic treatment of possible infection. The pt reportedly was experiencing headaches, soreness and pain at the implant site for about 2 months. Some swelling at the implant site was noted by the audiologist 5 days before the hospitalization. The surgeon reported that the pt was getting worse on the antibiotic treatment and the internal device was extruding slightly. The pt's device was explanted.